Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage. It was also noted that other than non-severe explant damage (one small extrinsic breach/cut), there were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed.

Event description:
It was reported that the physician explanted and replaced the left ventricular lead due to a high threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.